Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, product investigation indicates that the infection and erosion allegation was addressed by return pip 92295145. The lead was returned. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to erosion and infection. There were no additional adverse patient effects reported. The ra lead was explanted.